Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt rise in pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). A previous out of range measurement and lss occurred in which the lead was in bipolar configuration and there was rv lead noise present. Technical services (ts) suspected this was likely a fracture. Myopotential noise and oversensing resulting in inappropriate non-sustained ventricular tachycardia (nsvt) episode was observed in unipolar configuration. There was no pacing inhibition as this patients intrinsic rhythm was coming through. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis; therefore, a laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt rise in pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). A previous out of range measurement and lss occurred in which the lead was in bipolar configuration and there was rv lead noise present. Technical services (ts) suspected this was likely a fracture. Myopotential noise and oversensing resulting in inappropriate non-sustained ventricular tachycardia (nsvt) episode was observed in unipolar configuration. There was no pacing inhibition as this patients' intrinsic rhythm was coming through. This rv lead remains in service. No adverse patient effects were reported.